Manufacturer narrative:
Additional contact information: (B)(6) oncology (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus infusion pump indicated no disposable, clamp tubing" alarm. Per reporter the residual volume was 66.3 ml the rate was: 2.0 ml and 25.7 ml was given. No adverse patient effects were reported. Per reporter, no additional information available at this time.